Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter hmx hematology analyzer leaked approximately 200ml of fluid with a blood tinge. No patient results were affected. The operator was wearing gloves, lab coat, and protective eye wear at the time of the event. There was no exposure to mucous membrane or open wounds. The operator did not seek medical attention. Msds was not reviewed, but the facility has an exposure control plan. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The field service engineer (fse) found tubing disconnected on pinch valve 43, and replaced the tubing. System tests were performed to verify instrument repair. Pv-43 carries cbc waste from the low vacuum waste chamber vc1 and the cbc overflow vc8. Blood, 5c cell controls, s-cal, lyse and clenz (cleaner) can be found in this tubing. Root cause for this event was disconnected tubing on pinch valve 43. (B)(4).